Manufacturer narrative:
Correction: b4/f8: date of this report in MDR follow up #1 is being corrected from blank to 05/14/2021.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap transfer set leaked; further described as ¿leaked solution observed even the twist clamp was closed¿. This was observed during the dwell state of continuous ambulatory peritoneal dialysis therapy. It was further reported that ¿the nurse twisted the transfer set clamp into closed position" and when the cap was removed, "solution was still able to flow through the transfer set¿. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The actual device was not available; however, three (3) photographs and one video of the samples were provided for evaluation. A visual inspection by viewing the video and photos identified fluid flowing through the transfer set with the twist clamp in the closed position. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.